Event description:
At about 3 years and 2 months after primary, the patient came in reporting patella pain and instability and the cause is unknown. The surgeon revised the patella implant and revised the insert (12mm) with a thicker one (14mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22-oct-2024. Lot 2012708: (B)(4) items manufactured and released on 29-jan-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved, batch review performed on 22-oct-2024. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2100297: (B)(4) items manufactured and released on 25-mar-2021. Expiration date: 2026-03-11. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. While regarding the patella pain, based on the information available, no definitive root cause can be established. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.